Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a bent pin in the data port of the controller. The patient performed a controller exchange with minimal pump off time. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed a serial port connector with bent pins. Additionally, the center of the serial port connector was found dislodged inwards into the housing. This affected the ability to adequately establish a connection to a monitor. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an applied external force on the serial port connector. An internal investigation has been opened to evaluate bent pins. If information is provided in the future, a supplemental report will be issued.